Event description:
Healthcare professional reported a clinical study patient was injected with harmonyca¿lidocaine and hydryalix deep lidocaine into the forearm. About 6 months later, patient had a planned biopsy as part of the study protocol and then experienced redness around biopsy area, mild hematoma in the right forearm of biopsy area, and coldness which are not device related. About two weeks after the biopsy, patient had mild onychomycosis which was not related to study device. Patient was treated with 100mg of itranol 4 times daily. Symptoms are going. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the serious unexpected adverse drug experience.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of fungal infection, deemed not device related is considered an unexpected adverse drug experience.